Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine, dilaudid (hydromorphone), and fentanyl via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the hcp had been pulling out more than expected at refills since around the beginning of last year. They had been getting back about 3 ml more than expected and today, expected volume 1.9 ml but actual volume was 6 ml. The patient hadn't ever really gotten the expected therapy benefit but it seemed to be helping some. They recently decreased the dose as they were troubleshooting the volume discrepancies and the patient's pain got worse. They did a dye study on (B)(6) 2025 and it was normal; "the catheter is okay from what we know." The pump was on a flex program delivering a 100 mcg bolus every hour from 7a-6p. Agent reviewed option to repeat the dye study or do a surgical revision.